Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose, which resulted in emergency medical services being dispatched. The customer had a blood glucose value of 29 mg/dl at the time of the incident and was unconscious. The customer was treated with glucagon. It was reported that the customer changed their infusion set two hours before the incident and had a blood glucose of 150 mg/dl at that time. The customer's mother alleged the pump over delivered. The insulin pump was also damaged with a crack at the reservoir compartment and damage to the reservoir lip ring. It was reported the reservoir was able to lock in place. The insulin pump will be returned for analysis.